Event description:
The complainant reported that a patient undergoing aortic valvuloplasty was implanted with an impella cp device for mechanical circulatory support. It was reported that high purge pressure/low purge flows were encountered during impella cp support. The purge cassette was replaced during troubleshooting, but the issue persisted. It was noted that the purge was running without sodium bicarbonate at the time of the noted issue. A tissue plasminogen activator was ordered to help manage the condition. Support with the implanted pump continued uninterrupted. Two days later, care was withdrawn and the patient passed away. There is not enough evidence to disassociate the use of the impella with the patient's passing.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed.